Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b.2. Describe event or problem: it was reported that during use of bd respiratory viral panel for bd max¿ system, a false positive influenza b patient result was obtained. There was no report of patient impact. D.4. Medical device material: 445215, d.4. Medical device lot: 4323150, d.4. Medical device UDI: (B)(4), d.4. Medical device expiration date: 2026-05-09, h.4. Device manufacture date: 2024-11-18.

Event description:
It was reported that during use of bd respiratory viral panel for bd max¿ system, a false positive influenza b patient result was obtained. There was no report of patient impact.

Event description:
It was reported that during use of bd pcr cartridge on bd max¿ instrument, a false positive influenza b patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: njr. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd respiratory viral panel for bd max¿ system ref. (B)(4), lot 4323150 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd respiratory viral panel for bd max¿ system indicated that lot 4323150 was manufactured according to specifications and met performance requirements. Customer complained about an influenza b positive result (flub positive result). Pdf report of run 1012 from bd max¿ instrument ct3030 was received for the investigation. The problematic sample was tested position a9 and gave flua, rsv and cov-2 negative results. Manual pcr curve adjudication of the flub target in the sample position a9 revealed a step dislocation in the backgrounded signal in every channel that resulted in a flub positive result. It is unlikely this positive result is true amplification. Unfortunately, no other data was available to analyze the raw pcr signal data, thus no root cause could be identified. Nevertheless, it must be noted that manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd respiratory viral panel for bd max¿ system lot 4323150. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated at this time since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of bd pcr cartridge on bd max¿ instrument, a false positive influenza b patient result was obtained. There was no report of patient impact.